Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the talent stent graft was implanted distally to another manufacturer's proximally-implanted stent graft. When the physician performed the angiogram, an unk endoleak, either a distal type I endoleak or a type iii (junctional separation) between the two stent grafts, was evident. The physician elected to intervene by placing another manufacturer's stent graft, which successfully resolved the endoleak. The physician commented that the event was not an issue with the talent stent graft, but rather an issue of an underestimation regarding the amount of stent graft overlap and the distal landing zone. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Endoleak; potential underestimation of the amount of overlap and the distal landing zone.